Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump and read the screen. There was no adverse impact on the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.